Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high / undefined impedance alerts for the superior vena cava (svc) de fibrillation coil impedance, the rv defibrillation coil impedance and the rv tip-to-rv coil pacing impedance. The lead was extracted and replaced. No patient complications have been reported as a result of this event.